Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, treating grade 4 mixed mitral regurgitation (mr). Patient anatomy included a short and restricted posterior leaflet. Some difficulty was noted visualizing the clip during the procedure due to the restricted posterior leaflet; however, one clip was successfully implanted and mr was reduced to grade <1. Approximately three weeks post mitraclip procedure, the patient had complaints of shortness of breath and the clip had detached from the anterior leaflet, but remained attached to the posterior leaflet (slda). On (B)(6) 2018, the patient underwent a second mitraclip procedure and two clips were implanted. Mr was reduced from grade 4 to grade 3. No tissue damage was noted as a result of the slda. Post procedure, the patient was doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use are a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (short and restricted posterior leaflet) and user technique/procedural circumstances (difficulty visualizing the clip). The reported adverse event of worsening mr was a result of the slda; and the reported dyspnea was likely the secondary effect of the worsened mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.